Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high pacing impedances on the right ventricular (rv) channel. The pacing impedances were not out of range but a lead issue was suspected. A revision procedure was performed and the pace/sense portion of the rv lead was surgically abandoned and replaced. The shocking coil of the rv lead remains in service. This ICD was explanted and discarded. No additional adverse patient effects were reported.